Manufacturer narrative:
An investigation has been initiated based on the reported information. A written reported will be submitted once the evaluation is completed.

Event description:
The user facility reported breakage of the integral drainage system drainage line in a patient in ICU. The bandage was found wet due to csf leakage, because of breakage at two levels: clean-cut section of the catheter at the male luer lock connector of the extension tubing. Irregular section of the ventricular catheter at the female luer connector side. Possible clinical impact: risk of csf infection, risk of ventriculitis and impairment of neurological status. Additional information was obtained on november: two patients were involved (this medical device report is linked to MDR 9612007-2004-00066). On december, the results for this patient were negative (no infection).